Event description:
Reporter stated that back to back tests performed on their surestep metere were 37 and 117 mg/dl (104% difference). Control solution test result was in range. The meter unit settings and meter code were not set correctly. No symptoms were reported. There was no allegation of harm.